Event description:
Two caregivers were transferring a resident with above the knee amputation, with amputee sing from wheelchair to bed. Resident stump slipped out of the sling and body followed. Resident hit head on the leg of the lift and spent two days in ICU. This was a new sling and instructions were posted. However, it was not used properly. Rehab made a decision not to cross it over in front. Rehab met with staff on how to transfer and position resident in new sling.

Manufacturer narrative:
Report is being submitted based on user error resulting in serious injury. User instructions are clear on the proper use and application of this product.